Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's nurse stated that the event was not caused by an issue with the insulin pump. The customer's nurse stated that the customer sometimes forgets to bolus when eating. Nothing further was reported.